Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. Correction : section b1 and h1 were inadvertently reported incorrectly in the initial report which has been updated to correct information in this report.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a 73 year old male patient was implanted with an impella cp for mechanical circulatory support. While on support, the impella cp moved out of position and the device was unable to be repositioned. The patient was successfully weaned and the device explanted.